Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose since she started using a new type of infusion set 3 months ago. Patient's hba1c was 6.0% and it has increased to 7.4%. Patient delivered boluses to correct hyperglycemia. The infusion headsets are inserted using the insertion device, and patient reported the insertion needle does not always fully extend. Patient would "work with it" to extend the insertion needle. There were no concerns during preparation or insertion of the infusion set, and there were no leaks of insulin in the system. Patient was not able to verify if the infusion cannulas were bent or kinked after they were removed. She reported, she thought it was her fault if she rolled during the night, and she would discard the infusion set. Patient followed the written instructions for use of the infusion set and the insertion device. No alerts or errors were received on the infusion device. Request for replacement infusion sets was submitted. The patient did not require treatment from a health care professional or second party to address the issue.